Manufacturer narrative:
Exact patient age is unknown but is over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the device expiration and device manufactured dates are unknown. However, the device was not used past its expiry date. (B)(4) for the reported event: clip failed to release from delivery catheter. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2011. According to the complainant, after deployment, the clip would not release from the delivery catheter. The clip was pulled off the tissue and removed from the patient while still attached to the delivery catheter; it was reported that this did not cause tissue damage or exacerbate the bleed. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.